Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16896.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is alarming 1122 (cbit) check vent: blower temperature high error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the air inlet filter and the fan filter were dirty. The rse recommended replacement of both the air inlet filter and the fan filter and that the vent be run for an extended time after that. If the error persists the customer will replace the blower as per the service guide. The rse provided parts ID: filter, air inlet, package of 5; filter, cooling fan, package of 5 and the blower assembly. The customer replaced filters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.